Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-may-2026, a sales representative reported via (B)(4) that a 0312-200 3.2mm pin guide black triple sleeve was broken. This was discovered during a troch nail case on (B)(6) 2026 the clip to attach it to the outer sleeve was broken off. They were able to hold it and complete the surgery, and the patient was not harmed. The case was delayed 10 seconds.